Event description:
It was reported by service report that the right siderail could not be lock in the up position and toprail was broken, exposing sharp edges. No pt involvement or adverse consequences are reported.